Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volux¿ xc. The patient experienced ¿swollen, painful, and tender¿ and was treated with antibiotics. The area was also lanced to allow for drainage. Event is ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient in the jawline with 3.4 ml of juvéderm® volux¿ xc, with 1.7 in each side. The event began around 2 weeks later at the injection site, with ¿firmness¿ noted. A month later, a wound culture and gram stain diagnostic test was performed on the left cheek/mandibular area that resulted with ¿no growth,¿ and an aspiration was performed for treatment. Two days later, an incision & draining was performed. Eleven days later, another wound culture and gram stain diagnostic test was performed on the left cheek/mandibular area that resulted with ¿no growth, no organisms, no white blood cells, and no epithelial cells.¿ that same day, another incision & draining was performed, packed and irrigated. Three days later, the patient was treated with 4 ml of hylenex. Keflex and augmentin were also utilized for a total of 3 ½ weeks. The culture returned negative. The event resolved 2 weeks later.